Manufacturer narrative:
Other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the programmer (serial # (B)(4)) found that the device had corroded digital boards. (B)(4).

Event description:
The patient reported that their programmer would not turn on. The patient tried changing the programmer batteries but the issues did not resolve. Since the patient could not increase their stimulation the patient was in pain. These issues had been present for a couple of days prior to the report. The patient was sent a replacement programmer. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.